Event description:
(B)(6) is an autistic child using the dexcom g7. On june 2nd, his mother states that the device was not alerting even though when she checked the readings were saying his sugar was high. She made attempts to lower his sugar, but the readings only changed a few percentage points. During the night, (B)(6) woke up his mother in the middle of the night and he was rushed to (B)(6). (B)(6) had succumbed to a diabetic seizure and was also diagnosed with covid-19. (B)(6) was born with a skull fracture and any traumatic brain injury lowers your threshold. He had to be incubated and a cat scan was performed showing no new damage. He stayed in the hospital for four days. (B)(6) mom had noticed issues with the device a few weeks prior and called dexcom 12 times between may 6 and june 4. She noticed many inaccurate readings (whether high or low) during that time frame. She learned that the dexcom g7 was on a recall list during his visit to the hospital.